Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the iol was "swiftly" released from the delivery system and an iris hemorrhage occurred. In a follow-up, it was reported that the hemorrhage is resolving.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested and received. (B) (4). (B) (4).